Event description:
It was reported that attempts to interrogate the pulse generator resulted in an error message.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.